Manufacturer narrative:
The user reported that the unit sparked at the switch. Our inspection confirmed that there was a small cut in the cord that caused a spark near the switch. This type of failure is typically due to overbending the cord near the switch. We have initiated a CAPA project (B)(4) to reduce the recurrence of this issue.

Event description:
The user reported that the unit sparked at the switch. Our inspection confirmed that there was a small cut in the cord that cause a spark near the switch.